Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Erythema nodosum [erythema nodosum], allergic reaction to synvisc [hypersensitivity], unable to walk [abasia]. Case description: spontaneous report received on 17-jun-2009 from a (B)(6) female patient, (B)(6). The patient had a history of osteoarthritis and an allergy to feathers as a child. The patient received injections of synvisc in both knees, the exact dates of which were unknown but the last injection was in (B)(6) 2009. After she received the synvisc injections, both of her knees, feet and ankles swelled up an became bright red and were extremely sore. The patient was unable to walk for some time. The patient also developed nodules on her arms, fingertips and under her toes. The nodules were extremely sore. The patient was hospitalized approximately 2 and 1/2 weeks ago and spent 3 nights in the hospital. The patient was treated with antibiotics and a corticosteroid. The patient was diagnosed with an allergic reaction to synvisc progressed to erythema nodosum. The patient's symptoms were improved as of (B)(6) 2009, but she still had some swelling, nodules and pain. As of the date of receipt of this report, the patient had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.